Event description:
The complainant reported an impella patient developing an access site hematoma during support. A blood transfusion was required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the issue was not determined since product was not returned and there is insufficient clinical evidence. This report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2022-01720 was provided in sections a5, b5, d6a, d6b, g1, h1, and h6.

Event description:
The complainant reported that the patient had an infection from insertion to withdrawal. Action taken to resolve the issue are unknown.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.